Manufacturer narrative:
Based on the claims by the customer against the product noting non intuitive motion, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the monopolar curved scissor (mcs) instrument moved different than normal. The customer removed the instrument for observation and found that the instrument wire exerted outward. A backup instrument of the same kind was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument was inspected prior to used and had no damage. The surgeon observed that the instrument movement did not match the action intended, and the issue was persistent. The drape was not exchanged. The customer observed instrument wire was damaged. When the instrument jaws were moving to different directions for testing, the customer observed that the instrument wire exerted outward. The reported issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. There was a slight delay with instrument movement. The customer did not notice any shakiness or interference. There was no external collision the procedure was completed with back up instrument with a procedure delay of 10-15 minutes. There was no patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The monopolar curved scissors instrument was analyzed and found to have an imprecise motion failure. The instrument¿s grip tip was not moving intuitively, i.e., it was not following the master tool manipulator (mtm) input commands smoothly. The instrument tip did not move intuitively at the grip orientation. The instrument exhibited imprecise motion. Additionally, the instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. As a result of a broken grip cable, the instrument exhibited an imprecise motion.

Event description:
Refer to h10/h11 for follow-up information.